Event description:
It was reported that there was a revision to correct coronal humeral shaft fracture due to poor bone quality. This was managed with cerclage wires.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed. The device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that there was a revision to correct coronal humeral shaft fracture due to poor bone quality. This was managed with cerclage wires.